Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that there was an incorrect reassembly and the shaft and ratchet were damaged during testing on (B)(6) 2017. There was no harm or delay reported. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher once as documented in the repair reports. The last repair was (B)(6) 2013 where it was reported that the device was returned for repair and the roller, comb and ratchet were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed that the pre-testing could not be performed due to a bent comb. The comb was badly damaged on the ratchet side. The handle had visible damage, but it was still functioning as intended. The roller end of the ratchet side was damaged and the roller gear was slightly worn. The device was assembled correctly prior to the initial inspection. Repair of the skin graft mesher was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the aged repair quote. The reported event was non-verifiable since the device was assembled correctly prior to initial inspection. The reported event ¿the shaft and ratchet were damaged¿ was confirmed since during initial inspection the handle and ratchet were both damaged. The root cause of the device being reassembled incorrectly cannot be specifically determined with the provided information since prior to initial inspection the device was assembled properly. The root cause of the shaft and ratchet being damaged cannot be specifically determined with the provided information. The ratchet or handle should not be force onto the device has this could cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the skin graft mesher incorrect reassembly and the shaft and ratchet were damaged. No adverse events were reported as a result of this malfunction. Investigation results found that the comb was bent.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.